Manufacturer narrative:
DHR review concluded that the product was inspected and accepted for use on 11/11/2013 and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. The returned device was evaluated and the complaint was confirmed. The distal threaded tip of the instrument was bent. It was reported that the implant was placed and the surgery was complete. There was no patient injury or delay in surgery as a result of this event. Review of previously reported events, no patient injury has been reported as a result of a bent tip. The incident is considered a non-clinically relevant event. Further, death or serious injury is unlikely should this or a similar event reoccur. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the tip of inserter was noted to be bent after implant insertion. Surgery was completed with the spare instrument in the case which functioned properly. No surgery delay or patient injury reported. No other information is available at this time.